Event description:
It was reported that the customer received a continuous glucose monitor error 42, there was no reported impact to customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty.